Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime unit during prime test due to faulty force sensor. The device was received with cracked case at the display window corners, reservoir tube and battery tube threads, minor scratched display window, broken reservoir tube lip, and missing reservoir tube lip o-ring.

Event description:
Customer stated that the pump was dropped and now shows signs of physical damage. Customer stated that she has been experiencing high blood glucose levels and that the pump does not seem to be delivering insulin properly. Customer's doctor switched her to another pump due to recent high blood glucose levels. Blood glucose level was 291 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.